Event description:
Reportedly, pt expired due to unknown reasons. Unknown if pt death is device related. Info received on 11/26/2007: pt was treated for endocarditis in 2002. Completed a course of vancomycin for the endocarditis and continued to have shortness of breath. Pt underwent operation, initially satisfactory, but then developed what appeared to be right ventricular failure. When pt was returned to the operating room, pt continued with congestive heart failure, low cardiac output syndrome, and developed anuria. Unclear etiology of death, cannot rule out valve related.

Manufacturer narrative:
Device not returned.